Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical benelux; the customer's report was verified and attributed to the pace/defib engine software. The software was reinstalled to resolve the report. The device was recertified and returned to the customer. It could not be firmly established what caused the pace/defib engine software problem. Analysis for reports of this type has not identified an increase in trend.